Event description:
A pt reorted experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 272mg/dl, 155mg/dl, 183mg/dl, 279mg/dl. Tests were done within 10 minutes with a difference of 27%. Pt did not experience any adverse events. No further info has been reported. Note: in the potential medical tab it was documented that, "control solution: 150 (109-148)".